Event description:
Edwards received information from a patient seeking counsel and information about the availability for bioprosthetic valves. The patient reported that they will need a second device implanted. Through follow up with the patient it was learned that they have had a aortic pericardial valve implanted in the aortic position for approximately nine (9) years. The patient reported that they have been experiencing shortness of breath while exercising over the past two (2) years. It was reported that the patient's cardiologist indicated that the most recent echo showed stenosis and degeneration of the aortic valve and it would need to be replaced. No further information was provided.

Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In this case, the svd likely led to the stenosis and regurgitation; however, the root cause of the event is indeterminable.

Event description:
Through follow up with the healthcare provider, it was learned that the patient's bioprosthetic aortic valve and hemashield graft is malfunctioning due to severe/critical aortic stenosis; mild central jet of aortic regurgitation. It was indicated that the patient has mild coronary plaques in lad and rca without significant stenosis; normal lv systolic function (ef = 75%) with diastolic dysfunction (lvedp = 30mmhg; mean pawp = 21mmhg) and rv systolic pressure 38mmhg and normal cardiac output. The cardiologist has recommended that the patient consult with surgeons from two different hospitals and to follow up with the patient's dentist to ensure any problems are taken care of before making referral for the heart surgery.

Manufacturer narrative:
Structural valve deterioration. Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and shows that this device met all manufacturing specifications for device release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the root cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.